Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that with the patient¿s first implant, she never experienced successful results and was going back to her healthcare professional (hcp) office every 3 weeks for reprogramming. The patient stated that about 6 months in after the implant she stopped using the therapy. Change in therapy and symptoms were considered sudden. Since then device has been removed as after reviewing her options with hcp, patient did decide to get a new implant. No further complications were anticipated/reported.